Manufacturer narrative:
Upon review of camera images from the analyzer, the affected sample contained fibrin. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The initial sample values were reported outside of the laboratory where they were questioned by medical personnel as they did not match the clinical picture of the patient. The sample was then repeated on the same analyzer and a second analyzer. The sample initially resulted in a tsh value of 0.0119 uiu/ml, which repeated on the same analyzer as 4.87 uiu/ml. The sample was repeated on a second analyzer, resulting in a tsh value of 4.61 uiu/ml. The sample initially resulted in a ft3 value of 1.68 pmol/l, which repeated on the same analyzer as 3.98 pmol/l. The sample was repeated on a second analyzer, resulting in a ft3 value of 3.80 pmol/l. The sample initially resulted in a ft4 value of < 0.0388 ng/dl accompanied by a data flag, which repeated on the same analyzer as 1.15 ng/dl. The sample was repeated on a second analyzer, resulting in a ft4 value of 1.07 ng/dl. The tsh reagent lot number was 479739. The ft3 reagent lot number was 476059. The ft4 reagent lot number was 483198. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the issue to be caused by incorrect pre-analytic sample handling.